Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 350 mg/dl at the time of incident and the current blood glucose level was 329 mg/dl. The. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because the they did bolus and his blood glucose continues to rise. The device will not be returned for analysis.